Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A cystoscopy was performed and revealed cuff erosion, possibly related to catheterization during a recent hospitalization. As a result, the device was explanted, and the patient was discharged with a foley catheter to allow the urethra to heal. No further patient complications were reported.